Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the venovo venous stent products that are cleared in the us. The 510 k number and pro code for the venovo venous stent products are identified. Correct product classification code: qan.

Event description:
It was reported that a segment of the sheath of the delivery system allegedly detached during the stent placement procedure. Reportedly, the delivery system was removed and the procedure was halted. There was no reported patient injury.

Event description:
It was reported that a segment of the sheath of the delivery system allegedly detached during the stent placement procedure. Reportedly, the delivery system was removed and the procedure was halted. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the venovo venous stent products that are cleared in the us.

Manufacturer narrative:
Manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: based on the investigation of the returned catheter sample a detachment could be confirmed. The safety slider was found in secured position and the deployment mechanism was found in unused condition. The outer sheath was found loose over the stent housing because it had been detached from the kink protection. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' Furthermore, the IFU mentions the appropriate introducer size for the different venovo stent sizes. In addition, the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn, and another stent system should be used. Caution: always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site.

Event description:
It was reported that a segment of the sheath of the delivery system allegedly detached during the stent placement procedure. Reportedly, the delivery system was removed and the procedure was halted. There was no reported patient injury.